Event description:
Attorney alleges that the patient underwent surgery for repair of an abdominal hernia and was implanted with an unspecified bard/davol dulex mesh on or about (B)(6) 2010. The patient underwent additional surgery to remove the dulex mesh on feb-2017. It is alleged that the patient endured additional surgeries to treat mesh related complications and was injured severely and permanently. It is also alleged that the patient had severe pain and suffering, mental anguish, sustained personal injury, experienced emotional distress and the device was defective. Addendum as per legal claim: attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol dulex on (B)(6) 2010 and bard mesh (bard flat mesh) on (B)(6) 2017. As reported, the patient is making a claim for an adverse patient outcome against both devices. It is alleged that the patient had revision surgeries on (B)(6) 2017 and (B)(6) 2018.

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges that the patient had subsequent surgical intervention, permanent injury, severe pain and mental anguish; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. H.11: addendum: this is an addendum to the initial emdr submitted on (B)(6) 2020. This supplemental emdr is submitted to report the date of event and corrected date of explant (previously reported as best estimate). There is no change to the initial determination, no conclusion can be made. This supplemental emdr represents the bard/davol mesh - dulex (device #1). An additional emdr was submitted to represent the bard flat mesh (device #2). Should additional information be provided, a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Not returned.

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges that the patient had subsequent surgical intervention, permanent injury, severe pain and mental anguish; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for repair of an abdominal hernia and was implanted with an unspecified bard/davol dulex mesh on or about (B)(6) 2010. The patient underwent additional surgery to remove the dulex mesh on (B)(6) 2017. It is alleged that the patient endured additional surgeries to treat mesh related complications and was injured severely and permanently. It is also alleged that the patient had severe pain and suffering, mental anguish, sustained personal injury, experienced emotional distress and the device was defective.